Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) eroded through the patients skin, so it was explanted. No additional adverse patient effects were reported.